Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead failed to advance over the stylet. Also, physician noted that helix was difficult to retract. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were ¿lead difficult to advance stylet down lead and position¿ and helix mechanism issue. The reported event of helix mechanism issue was confirmed. Final analysis found that as received, a complete lead was returned in one piece with helix found extended and clogged with blood/tissue. By applying torque directly to the connector pin, the helix could be retracted and extended after cleaning. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported event of ¿lead difficult to advance stylet down the lead and position¿ was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. A stylet was able to be inserted through the entire lead and removed with no restriction. Visual and x-ray examinations of the lead did not find any anomalies.